Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056143) on 23-oct-2015. The most recent information was received on 30-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('gen.abnormal. Bleed') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion disability), hypoaesthesia ("numbness and tingling in legs"), paraesthesia ("numbness and tingling in legs"), dizziness ("dizziness"), abdominal pain upper ("stomach cramps"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy- hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems- bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, hypoaesthesia, paraesthesia, dizziness, abdominal pain upper, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, dizziness, hypoaesthesia, paraesthesia and pelvic pain with essure. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, psychological trauma, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012. Patient received treatment for menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleeding, rash/skin condition, hypersensitivity, bladder problems., uti, vaginal . Infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. (Product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5056143) on 23-oct-2015. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('gen.abnormal. Bleed') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion disability), hypoaesthesia ("numbness and tingling in legs"), paraesthesia ("numbness and tingling in legs"), dizziness ("dizziness"), abdominal pain upper ("stomach cramps"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy- hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems- bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, hypoaesthesia, paraesthesia, dizziness, abdominal pain upper, back pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, dizziness, hypoaesthesia, paraesthesia and pelvic pain with essure. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, psychological trauma, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 . Patient received treatment for menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleeding, rash/skin condition, hypersensitivity, bladder problems., uti, vaginal. Infection. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen.abnormal bleeding, allergy- rash/skin condition, hypersensitivity, breakage, psych injury, bladder problems, uti, vaginal infection, fatigue, hair loss, hormonal changes, headaches, nausea, weight gain, she did not undergo essure confirmation test" were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.